Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station peds drawer 2.2 failed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 was failed. A field service engineer (fse) found that pocket in half height drawer 2.2 was off the bus and would not recover. Application testing showed all cubies greyed out, and the pyxis bus module controller light indicated a communication error with the bottom right light off. The issue was resolved by reseating the row board cable and retractor cable at the rear. This occurred while dispensing medications, with no harm or delay. The system functioned as intended after the field service engineer repaired the device.